Event description:
Patient experienced pericarditis, arthritis symptoms, and fibromyalgia after collagen treatment. Patient feels symptoms related to collagen, but refused the co permission to contact injecting physician, or cardiologist and internist who are treating their symptoms. Patient stated their internist recommended they take oral ibuprofen. Though no confirmation from medical professional, inamed's approach to compliance is to resolve doubts in favor of reporting.